Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system stop fluoroing during a case. The procedure was completed without further incident. No patient injury was reported.